Manufacturer narrative:
Given that no data was provided, an assessment of the customer allegation could not be performed and therefore a root cause for the discrepancy could not be established. An investigation was performed on the reagent and ruled out its contribution to the allegation. No product problem was found. Updated h10 to better reflect investigation conclusions. Added expiration date of the reagent lot in d4. (B))(4).

Manufacturer narrative:
An internal testing was performed on reagent lot #10308z and did not observed the complaint's allegation. An updated stability search was performed; no new kit and/or time-point was seen. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged false positive sars-cov-2 results on two patient samples with the cobas® sars-cov-2 and influenza a/b nucleic acid test. (B)(6) 2021 sample #1 ran on the cobas® liat® system generated sars-cov-2 positive. A first re-test generated negative result for all 3 targets. Doctor questioned the result, on (B)(6) 2021 a new sample was re-collected and tested on the same platform was negative. Sample #2 generated sars-cov-2 positive, a repeat of the same sample with an unknown assay generated negative result for all 3 targets. No harm is alleged. Moreover, the two results were reported as negative to the patients no harm is alleged. Per the FDA guidance two (2) mdrs will be filed one per patient. An investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).